Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and has concerns about the implantable pulse generator (ipg) since reprogramming. The ipg remains in use. No further patient complications have been reported as a result of this event.